Event description:
The hcp reported that the pt presented to the emergency room with increased spasms approx 3-4 days ago. The pt was admitted to the intensive care unit and is believed to have urinary tract infection, kidney stones and pneumonia. The pump was refilled in 07/2006 with no apparent programming or pump issues. The pt has been on baclofen 2000 mcg/ml at a daily dose of 260 mcg for approx 5 years. The daily dose was recently increased to 300 mcg approx 3 days ago with no response noted. The hcp is considering oral supplementation. A follow-up report will be sent if add'l info becomes available to us.